Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles, deformation and was observed after autoclave cycle: cloudy gel and air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Health professional reported right side "sudden onset of pain," and "possible intracapsular rupture." Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported unknown side "implant rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side "sudden onset of pain". Device has been explanted.